Manufacturer narrative:
Omit : concomitant med prod data, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the facility report regarding a potential inaccurate delivery of fentanyl via the pca module was not confirmed during the investigation. No devices or records were returned for evaluation. An external and internal inspection could not be performed, as no suspect devices or products were returned for this investigation. However, the facility provided five photographs related to the reported pca infusion. These included images of the pcu screen, infusion parameters such as pca dose and lockout interval, and guardrails alerts. The images were reviewed and considered as part of the investigation to assess the reported concern regarding a possible bypass of the programmed max dose limit. A review of the system logs could not be performed since there were no devices or logs received for this investigation. Laboratory testing could not be performed, as no suspect devices were returned for this investigation. According to the alaris system user manual v12.3.1, the patient history menu allows users to view the drug delivery history. The total drug delivered includes the applicable loading dose, pca dose, continuous dose, and bolus dose, but does not include priming volume. The patient history view defaults to an 8-hour display, although the time interval can be adjusted using the zoom option. The manual also outlines the process for programming a pca dose, which includes entering the pca dose, lockout interval, and the hourly max limit. To activate the max limit, the user must select yes during setup; if no is selected, no max limit will be applied to the infusion. A loading dose can only be administered at the start of a new pca program and is not included in the max limit calculation. Once all parameters are entered, the system performs safety checks. If the values exceed a soft limit, a visual and audible alert is triggered, but the user may proceed after manual confirmation. In contrast, if a hard limit is exceeded, the system blocks programming and requires reconfiguration before proceeding. There was patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported inaccurate delivery of fentanyl with the pca device could not be determined, as no devices or service records were received for this investigation. However, based on the photographs provided, the event may be related to a misinterpretation of the patient history screen. Per the alaris system user manual v12.3.1, the ¿total drug¿ value reflects cumulative delivery¿including pca, continuous, bolus, and loading doses¿over a selected time frame. This cumulative value does not necessarily indicate a violation of the hourly max limit. Additionally, soft guardrails limits can be overridden with user confirmation, while hard limits block programming and require reconfiguration to proceed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an inaccurate delivery of fentanyl with the pca device. The customer states on (B)(6) 2025 between 1046 and 1050 "the pump didn't honor the pca max dose limit of 150mcg and may be bypassing the max limit." There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer.

Event description:
It was reported an inaccurate delivery of fentanyl with the pca device. The customer states on (B)(6) 2025 between 1046 and 1050 "the pump didn't honor the pca max dose limit of 150mcg and may be bypassing the max limit." There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.